Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 12 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection/pressure testing did not show any leaks or traces of liquid/blood inside the catheter. A clinical issue was encountered during the procedure, data files were also received and analyzed; they did not show system notices or issues for the date of event. Bin files also show at least 12 injections were performed with the catheter.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced weakness to the diaphragm. A double stop technique was performed with resolve. The procedure was continued when the weakness or phrenic nerve palsy (pnp) re-occurred. The double stop technique was performed again with resolve. The procedure was completed with cryo as the physician found no potentials. Fluoroscope was conducted and the patient's diaphragm was observed as not moving. It was noted that the patient still experienced phrenic nerve palsy (pnp) after discharge from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.